Event description:
It was reported that this right atrial (ra) lead exhibited a fracture. Additionally, high out of range atrial pacing impedance measurements were noted, exceeding 2000 ohms. Continued monitoring of the patient was planned until a decision regarding the lead could be made. Subsequently, a revision procedure was performed and the ra was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Explant performed.

Event description:
It was reported that this right atrial (ra) lead exhibited a fracture. Additionally, high out of range atrial pacing impedance measurements were noted, exceeding 2000 ohms. Continued monitoring of the patient was planned until a decision regarding the lead could be made. No adverse patient effects were reported. This ra lead remains in service.